Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that during use the tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: ((B)(4) of (B)(4) complaints) the customer stated that the tubes are overfilling, over the cap.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: (1 of 3 complaints) the customer stated that the tubes are overfilling, over the cap.